Event description:
The peritoneal dialysis (pd) pt reported that he had been in the hospital for five days for peritonitis. According to his pr rn, he was diagnoses and hospitalized on (B)(6) 2014. He had not experienced any fluid leaks during pd treatment prior to the event, but he was not covering his beard with his mask when he was setting up, he had also undergone a colonoscopy in (B)(6). He was released form the hospital on (B)(6) 2014 and is fine. According to the hospital discharge summary, the pt had presented to the ER on (B)(6) 2014 with abdominal pain, nausea, and vomiting. He presented with diarrhea. He was diagnosed with acute peritonitis and admitted. Pd was skipped as it was late, so the pt was given intravenous vancomycin 1.5 gram, and zosyn 2.25 during the night. The next day, he was switched to an intraperitoneal regiment of fortaz, tobra, and vancomycin. He as also given 40mg lovenox. The attending physician noted that retraining was indicated for the pt regarding connecting for pd.

Manufacturer narrative:
Medical records were requested but have not yet been received. The device has not yet ben received for physical evaluation and a plant investigation is in progress. A supplemental report will be submitted upon completion of the investigation.